Event description:
It was reported that the radiofrequency programmer head was returned for repair. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the programmer head had no telemetry and failed all uplink amplitude tests and also that its cable was twisted. The programmer head was being sent on for repair. (B)(4).